Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated. The local field representative reported trying to move the telemetry wand in different positions, without success. Technical services provided troubleshooting steps and recommended trying a different programmer, and applying a magnet to the device to see if beeping tones were present. No adverse patient effects were reported. The device remains implanted and in service pending resolution. It was reported that further troubleshooting was performed. A different programmer was tried, and a different wand, but the device was not able to be interrogated. Also, no tones were emitted when a magnet was placed over the device. Therefore, the device was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated. The local field representative reported trying to move the telemetry wand in different positions, without success. Technical services provided troubleshooting steps and recommended trying a different programmer, and applying a magnet to the device to see if beeping tones were present. No adverse patient effects were reported. The device remains implanted and in service pending resolution. It was reported that further troubleshooting was performed. A different programmer was tried, and a different wand, but the device was not able to be interrogated. Also, no tones were emitted when a magnet was placed over the device. Therefore, the device was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Analysis confirmed this device could not be interrogated. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.